Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was unable to be inserted into the balloon catheter. It was verified that the blue introducer was past the bifurcation of the y-valve and the mapping catheter could still not be inserted into the balloon catheter. The y-valve was disconnected and then a thin piece of plastic was observed at the entrance of the balloon lumen. The thin piece of plastic was removed which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 37137 was returned and analyzed. During external visual inspection of the balloon, shaft, and handle segments no anomalies were identified. The catheter smart chip data was downloaded and reviewed. The data indicated the catheter was used for four applications. However, the catheter usage date recorded on the smart chip did not correspond to the event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. A mapping catheter was inserted into balloon catheter and retracted several times without any issue. No anomalies were identified on the bonding of the luer and guide wire lumen, and no blockage was observed. In conclusion, the reported insertion/compatibility issue was not confirmed through analysis. The balloon catheter passed the returned product inspection as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the data files containing two images were returned and analyzed. No patient or failure data files were received. The first image showed a transparent plastic tube, the second image had an arrow pointing towards the entrance of the balloon catheter push button luer, inside which the physician claims that the (foreign material: plastic tube) was found. In conclusion, the images received show a transparent plastic tube and the entrance of the balloon catheter push button luer in which foreign material may have been found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.